Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored and there was contamination under the keypad buttons. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump booted to the verify screen with a faded and discolored contrast. The keypad was observed to be intact but the button symbols were found to be worn. The keypad buttons were tested and were found to be responding appropriately to presses. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.